Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2018. Upon interrogation of the implantable cardioverter defibrillator, post paced t-wave oversensing was noted on the store electrocardiograms on (B)(6) 2018. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was fine post programming.